Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed coming from the cartridge. Reportedly, the customer performed the air removal step incorrectly when loading the cartridge. Tandem technical support educated the customer on techniques to avoid putting air in the cartridge. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 270-271 mg/dl.